Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to fresenius that a fluid leak was discovered on the inside of the cassette door of a user facility cycler after ending a peritoneal dialysis (pd) treatment. The rn reported that the cycler displayed multiple unspecified errors during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn was advised to discontinue the use of their. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the rn stated the patient completed treatment on another facility cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A registered nurse (rn) reported to fresenius that a fluid leak was discovered on the inside of the cassette door of a user facility cycler after ending a peritoneal dialysis (pd) treatment. The rn reported that the cycler displayed multiple unspecified errors during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn was advised to discontinue the use of their. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the rn stated the patient completed treatment on another facility cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.